Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect and pump off alarms. They were found unconscious at home and the pump off was associated with cardiac arrest. Sustained ventricular tachycardia was also noted. The patient had a history of arrhythmia prior to their left ventricular assist device (lvad) implant and the arrhythmia was not thought to be device or therapy related. It was also noted that a medtronic implantable cardioverter-defibrillator (ICD) was implanted in the patient prior to their lvad implant. Advanced cardiovascular life support (acls) was performed by emergency medical services (ems) outside of the hospital. Log files were submitted for review. The event log showed the patient was placed on a system controller on (B)(6) 2023 at 10:51:03. It was noted that this system controller was given to the patient at implant, and no information was available from the healthcare professionals about the reason for the newly placed controller. Log files also showed that the driveline was disconnected (B)(6) 2023 at 10:51:40 and then reconnected at 11:16:35, but the patient could not recall this event. The patient's arrhythmia resolved and they were stable and remained admitted. Related manufacturer's reference number for the newly connected controller: 2916596-2023-07100. Related manufacturer's reference number for the unknown prior controller: 2916596-2023-07502.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed pump stop events due to a controller exchange, as well as a subsequent driveline disconnect; however, a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia and cardiac arrest could not be conclusively determined through this investigation. Review of the submitted log files revealed pump stops due to a controller exchange, as well as a subsequent driveline disconnect that lasted for approximately 25 minutes. The driveline was reconnected, and the pump appeared to operate as expected at the fixed speed for the remainder of the file. The patient remains ongoing on heartmate 3 (lvas), serial number (B)(6) . The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The heartmate 3 IFU and patient handbook warn that if the driveline disconnects from the system controller, the pump stops. If this occurs, the driveline should be reconnected to the system controller promptly to resume pump operation. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the heartmate 3 IFU and patient handbook address system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6 ¿patient care and management,¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting," and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.